Event description:
During follow-up, a decrease in sensing, inadequate low voltage therapy, and high threshold due to dislodgement were noted on the right atrial lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in one piece with the helix extended and clogged with blood. Electrical testing did not reveal any indication of conductor fractures or internal shorts. No anomalies were found on the partial lead with the exception of damage consistent with that occurring at the time of explant.